Manufacturer narrative:
It is not known if the device is available for evaluation- it has been requested. The investigation is pending.

Event description:
The event involved an unspecified plum duo. It was reported that propofol was running at 15 ml/hr and the volume to be infused (vtbi) was zero, so it went to 20 ml/hr which was keep vein open (kvo). This was caught immediately. Propofol is not set to kvo as the post infusion behavior. The pump does not increase the rate for kvo. There was reported harm (not specified) but no delay in care.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable root cause is unable to be determined. A device history review could not be completed due to the unknown lot number. Updated information in d9.